Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported when the cable is flexed it loses spo2 signal. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During functional testing the device was found to draw a small amount of current from the power supply, however no light was observed on the sensor. The device was found to be non-functional on arrival due to a defective component in the board in the cable., corrected data: